Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the pump isn't working right. Customer's blood glucose was 180 mg/dl. Customer stated that he tried changing the infusion sets and reservoirs and rewinding, but the reservoir icon does not move and does not show the accurate amount. Customer mentioned that the drive support cap is sticking out and loose. Customer noticed it when he got the letter. Customer was advised that the pump will be replaced. Customer has been off the pump and is now using the insulin pen. Customer has been off the pump for 2 days since he has been experiencing this issue.

Manufacturer narrative:
The drive support cap was inspected and no anomaly was noted. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked belt clip slot and cracked battery tube threads.